Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00660. It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 1.50mm rotalink plus and rotawire were used and advanced to treat the target lesion. During the procedure, the burr was delivered but stopped advancing. When the burr was attempted to be removed from the patient, it was noted that the rotawire was also removed along with the burr. The rotawire was tried to be separated from the burr but difficulties were encountered. The devices were separated by pulling it with full force. The procedure was completed with another 1.50mm rotalink plus. No patient complications were reported and the patient's condition was good.